Manufacturer narrative:
(B)(4). The explanted device was not returned to neuropace for analysis. However, neuropace conducted a review of the patient's ecog recordings and stimulation path impedance data. Findings from this evaluation suggest a potential lead fracture.

Event description:
In preparation for the patient's clinic follow up visit, scheduled for (B)(6) 2025, the day prior, a neuropace employee undertook a pdms review of patient data and during ecog review, signal artifact and elevated impedance were observed on contact 4 of the right hippocampal depth lead. The following day, on (B)(6) 2025, the clinical evaluation revealed high impedance on contact 1. No changes were made to the stimulation programming during that visit. Due to persistent impedance abnormalities, the depth lead was replaced on (B)(6) 2025. At the time of the original implant, the right hippocampal longitudinal depth lead was secured using a burr hole cover.